Manufacturer narrative:
The insulin pump was received with no select, back, or down arrow button response due to corroded keypad traces. Unable to perform the self-test and displacement test due to no button response. The insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rails, cracked battery tube threads, serial number label faded, peeling end cap address label, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unresponsive button. The customer¿s blood glucose level was 238mg/dl at the time of the incident. It was reported that the down arrow button had frequently no or intermittent response. It was also stated that the alarm occurred during normal use. It was also stated that the battery was change but the unresponsive button persisted. There was no indication of troubleshooting or the issue being resolved. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.